Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed the atrial lead exhibited high impedance. The patient was asymptomatic. The patient was brought in clinic for further evaluation. All other electrical measurements were normal. The lead was explanted and replaced successfully. Post procedure it was noted that the patient had experienced pericardial effusion due to possible atrial lead perforation. It was suspected that during lead extraction the helix might have perforated the right atrium. A pericardiocentesis was performed. The patient remained stable.